Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board also, unable to perform any tests due to buttons unresponsive. No audio or beep anomaly noted. The insulin pump had broken reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the device made a long buzz and stopped working. Customer's blood glucose was 118 mg/dl. Keypad was unresponsive. After troubleshooting, customer was advised to monitor and rest the device. Customer will not be returning the device for analysis.